Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue.based on the information provided, a definitive cause for the reported difficulty to close and entrapment could not be determined. Factors that contribute to the inability to retract the foot, include, but not limited to tissue, calcification or suture caught in foot. The inability to close the foot likely contributed to the device entrapment. The treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
The date of event will be estimated as 09/01/2024. Perclose device failed to release and then was stuck in artery which created a much larger hole than what's intended; the left side pro-glide malfunctioned and the footplate did not come down resulting in a larger arteriotomy then necessary. Due to this failure in the devices, the surgeon had to cut down on the patient's left groin which made for a much larger surgery than intended with a 200 milliliter blood loss. There were two different perclose closure devices that malfunctioned. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number. B3: date of event estimated as 09/01/2024.